Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the microswitch was bent, reflux plug broken, line cord faded and worn, quick connect corroded, pole clamp discolored, water tank cover was scratched and had a crack on the bottom right corner, printed circuit board (pcb) had missing and damaged light emitting diodes (led)s. Visual inspection revealed the leds were missing and damaged. The complaint was confirmed, and no further analysis was performed. The root cause was unknown, the front global display label had no damage. The most probable reason was poor design of the front cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received via email. The customer stated that the event occurred during preventative maintenance.

Event description:
It was reported that "over temperature led light not working". Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.